Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ syringe leaked as the liquid ¿ran past the plunger rod and then leaked out of the syringe¿ there was no report of injury or medical intervention needed

Manufacturer narrative:
Results - bd received 9 sealed samples of 50pf lot 1705206p. On visual inspection of the samples received, no damage or molding defect can be observed in any of the syringes related to the alleged defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test was carried out with the 9 samples received according to procedure and iso 7886-1 annex d. All 9 samples met iso 7886-1 annex d. They were disassembled, not observing any damage in plunger rod or any of their components that could have caused leakage. The stopper is correctly assembled to the plunger in all of them. DHR of lot 1705206p has been reviewed not finding any annotation or deviation regarding the alleged defect. Conclusion - this issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples received meet iso7886 annex d, a definitive root cause cannot be determined.